Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro code (product code) are fdt and knq; reported here as pro code (product code) exceeded character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloon broke and leaked. The procedure was completed with another cre wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.